Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotriptor basket was used in the common bile duct during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid rx basket in an attempt to crush a 2-3 cm size stone. However, the handle cannula broke leaving the stone inside the basket. Another trapezoid basket device was used to remove the stone from the basket and the basket was then removed from the patient. The procedure was completed with the second trapezoid basket. There were no patient complications as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: device code 1069 captures the reportable event of handle cannula break. Block h10: visual analysis found the handle cannula was detached from the handle. Both screws were present and the dimples were visible on the handle cannula. Drag marks were present from dimples towards the proximal end as the cannula had been forcibly pulled out from the set screws. All these factors previously mentioned are enough objective evidence to indicate that the device was properly assembled during manufacturing and that issues during the manipulation of the unit could have been experienced at the field while the procedure was being performed. Therefore, based on the information available and the analysis performed, the most probable investigation conclusion for the encountered damages is "adverse event related to procedure". A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received for analysis, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotriptor basket was used in the common bile duct during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid rx basket in an attempt to crush a 2-3 cm size stone. However, the handle cannula broke leaving the stone inside the basket. Another trapezoid basket device was used to remove the stone from the basket and the basket was then removed from the patient. The procedure was completed with the second trapezoid basket. There were no patient complications as a result of this event.